Event description:
Attorney reported: on (B)(6)2007 - pt underwent ventral hernia repair surgery. Pt's hernia was repaired with a small oval bard composix kugel mesh. On (B)(6)2009 - pt presented to hospital suffering from an enterocutaneous fistula and infected mesh. Pt immediately underwent surgical repair. During the procedure, the surgeon noted that "the small bowel segment extended up to the mesh and was adherent to the mesh." Surgeon dissected the small bowel from the mesh and found a small opening in the small bowel. Surgeon repaired the opening in the small bowel by performing a bowel resection and end-to-end anastomosis. Once the small bowel resection had been completed, the old infected mesh was excised from the abdominal wall and the defect was repaired with an alloderm mesh. On (B)(6)2009 - pt was discharged. Because of the defective composix kugel patch, and the multiple medical visits and surgeries necessitated, pt has suffered and will continue to suffer physical pain and mental anguish.

Manufacturer narrative:
We have contacted the initial reporter to request additional info and to request return of the device for evaluation. This MDR includes all, pt's event and device's info davol has received to date. Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time.